Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600mg/dl. Customer had symptoms like thirstiness. Customer states that they experienced high blood glucose of 400mg/dl and it was over 600mg/dl. Customer states that drive support cap was normal. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No bolus anomaly noted. Device meets specification: yes. (B)(4).